Event description:
Medical staff reported a defective lap-band device via FDA medwatch# (B)(4). Per the risk manager of the hospital: "the pt had a gastric band injection under fluoroscopic guidance; results were consistent with gastric [technical] band aneurysm. The pt returned to the operating room for removal of malfunction 10 cm gastric band and replaced with aps lap-band. " additional follow-up is in progress.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2010. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: 'deflation of the band may occur due to leakage from the band, the port or the connector tubing."